Event description:
The customer reported that their monitor doesn't power up. Need replacement for on-site spare. There was no report of any patient harm as a result of the reported events.

Manufacturer narrative:
The biomed confirmed that the display failed. The viewsonic display is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. (Bmet confirmed display failure).